Event description:
It was reported that the catheter was being inserted into the pt's radial artery in the intensive care unit. The j-tip of the guide wire would not advance through the needle. When the physician removed the guide wire he noticed the j-tip was frayed. As a result, a new kit was used successfully for the procedure. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4).